Manufacturer narrative:
Patient identifier: (B)(6). Age at time of event: 59 years. Initial reporter facility name: (B)(6).

Event description:
(B)(6) clinical study it was reported that restenosis occurred. The subject was enrolled in the eminent study on (B)(6) 2019 and the index procedure was performed on the same day. Target lesion was located in the right distal superficial femoral artery (sfa) involving proximal popliteal artery with 100% stenosis and was 100 mm long with a proximal reference vessel diameter of 5.5 mm and distal reference vessel diameter of 5.5 mm and was classified as a tasc ii b lesion. Target lesion was treated with pre-dilatation, followed by 6 mm x 100 mm and 6 mm x 40 mm study stents were placed. Post dilatation was performed with final residual stenosis of 0%. On (B)(6) 2019, the subject was discharged with antiplatelet therapy. On (B)(6) 2022, 1120 days post index procedure, the subject presented with pains in the right calf after 100 meters walk. During this time, the subject was on clopidogrel. On the same day, the subject was hospitalized for further treatment and evaluation. Pre-interventional angiography revealed eccentric calcification 95% stenosis of the superficial femoral artery close to the offset as well as up to 70% in the distal section, transitional area of the distal section of the superficial femoral artery up to the middle section of the popliteal artery is stented, 90-95% intrastent, diffuse changes to the distal section of the popliteal artery and lower leg arteries without any severe narrowing. The subject was diagnosed with in-stent re-occlusion of the right sfa and popliteal artery. The subject underwent revascularization procedure as a treatment for this event. On (B)(6) 2022, 1120 days post index procedure, 95% stenosis in the target lesion (right distal sfa involving ppa) with 300 mm lesion length and reference vessel diameter of 5.5 mm was treated by drug coated balloon. Post procedure, good final angiographic results were obtained resulting in 30% residual stenosis. No thrombus was seen. On (B)(6) 2022, the event was considered to be resolved and the subject was discharged on the same day on clopidogrel.

Event description:
Eminent clinical study. It was reported that restenosis occurred. The subject was enrolled in the eminent study on (B)(6) 2019 and the index procedure was performed on the same day. Target lesion was located in the right distal superficial femoral artery (sfa) involving proximal popliteal artery with 100% stenosis and was 100 mm long with a proximal reference vessel diameter of 5.5 mm and distal reference vessel diameter of 5.5 mm and was classified as a tasc ii b lesion. Target lesion was treated with pre-dilatation, followed by 6 mm x 100 mm and 6 mm x 40 mm study stents were placed. Post dilatation was performed with final residual stenosis of 0%. On (B)(6) 2019, the subject was discharged with antiplatelet therapy. On (B)(6) 2022, 1120 days post index procedure, the subject presented with pains in the right calf after 100 meters walk. During this time, the subject was on clopidogrel. On the same day, the subject was hospitalized for further treatment and evaluation. Pre-interventional angiography revealed eccentric calcification 95% stenosis of the superficial femoral artery close to the offset as well as up to 70% in the distal section, transitional area of the distal section of the superficial femoral artery up to the middle section of the popliteal artery is stented, 90-95% intrastent, diffuse changes to the distal section of the popliteal artery and lower leg arteries without any severe narrowing. The subject was diagnosed with in-stent re-occlusion of the right sfa and popliteal artery. The subject underwent revascularization procedure as a treatment for this event. On (B)(6) 2022, 1120 days post index procedure, 95% stenosis in the target lesion (right distal sfa involving ppa) with 300 mm lesion length and reference vessel diameter of 5.5 mm was treated by drug coated balloon. Post procedure, good final angiographic results were obtained resulting in 30% residual stenosis. No thrombus was seen. On (B)(6) 2022, the event was considered to be resolved and the subject was discharged on the same day on clopidogrel. It was further reported that on (B)(6) 2023, 1469 days post index procedure, the subject presented due to claudication in the presence of known peripheral arterial occlusive disease with limiting daily activities and post walking distance 150 m then pain in the calves starts on the right. Per source, initial diagnosis revealed tandem stenosis of the most severe kind at the origin of the superficial femoral artery with short-segment popliteal occlusion on the right. On (B)(6) 2023, 1502 days post index procedure, the subject presented due to claudication in the presence of known peripheral arterial occlusive disease with limiting daily activities. On the same day, the subject was hospitalized for further evaluation and treatment. Physical examination finding revealed, no leg edema and feet warm on both sides. Dorsalis pedis artery and posterior tibial artery were not palpable. Three wounds on the right leg; proximal achilles tendon 10 mm x 7 mm, on the top of the foot 5 mm x 4 mm and on the second toe 3 mm x 3 mm, each in the process of healing with no secreting and not locally infected. ECG at rest on admission revealed sinus rhythm with normal frequency, normal heart axis, heart rate 70/min, pq 150 ms, qrs 90 ms, qt 420 ms, q and s persistence to vs also no repolarization disorders (rds). Pre-interventional angiogram showed origins of common iliac arteries on both sides stented without re-stenosis, no relevant constrictions over the entire course of the iliac vessels, 70-75% calcified common femoral artery origin of the profunda femoris artery 90%, proximal superficial femoral artery was stented, distal superficial femoral artery stent to middle of popliteal artery, intrastent re-occlusion, no constrictions of the distal popliteal artery and arteries supplying lower leg and foot. Based upon the symptom, the subject was diagnosed with peripheral arterial occlusive disease (paod) clinical symptom stage fontaine iib and rutherford 3 bilaterally due to instent re-occlusion in popliteal artery in the right side. The subject underwent interventional procedure as a treatment for the event. On (B)(6) 2023, 1502 days post index procedure, 100% stenosis in the target lesion (right proximal and distal sfa involving popliteal artery) with 130 mm lesion length and 6 mm reference vessel diameter was treated by probing of the superficial femoral artery with the size 35 wire, then balloon angioplasty for three minutes of the common femoral artery up to the proximal superficial femoral artery with the 7 mm x 120 mm orchid drug-coated balloon with 25% residual stenosis. Subsequent probing of the profunda femoris artery and treated with the 7 mm x 120 mm orchid drug coated balloon, dilation of the stenosis at the origin with moderate residual stenosis. The guide wire was repositioned into the superficial femoral artery near the origin and intraluminal occlusion passage of the hard in-stent occlusion of the popliteal artery under guidance with the vertebral catheter. Then thrombectomy was performed with 6f rotarex catheter up to the distal stent end, where the catheter cannot then be advanced further into the periphery and the dilation of the entire occlusion segment with the 6 mm x 120 mm sterling balloon with residual thrombus remaining in the p2 segment just above the knee joint cavity and 6.5 mm x 150 mm supera stent was implanted from the upper knee joint cavity reaching up to the distal superficial femoral artery and post-dilatation with the 6 mm balloon without residual narrowing. Post procedure, final angiography shows a circumscribed engulfing embolus in the area of the middle posterior tibial artery, resulting into 0% residual stenosis. However, no flow was compromising therefore embolus was not treated. Duplex ultrasound follow-up showed a normal result. Due to the residual left popliteal stenosis of the most severe kind, there is an appointment for intervention scheduled at an interval. On (B)(6) 2023, arterial doppler occlusion pressures in brachial artery at rest was 135 mmhg at the right, dorsalis pedis artery at rest was 100 mmhg on right and 70 mmhg on the left, posterior tibial artery at rest was 110 mmhg at right and 50 mmhg on the left. Ankle-brachial index (abi) at rest was 0.8 on the right and 0.5 on the left side. Electronic segment oscillography revealed thigh normal bilaterally, calf normal on the right and moderately pathological on the left, ankle normal on the right and strongly pathological on the left. Color duplex ultrasound showed external iliac artery, common femoral artery and profunda femoris artery triphasically were perfused. The superficial femoral artery was perfused monophasically and accelerated from its origin with increased diastolic flow, with slight flow acceleration several times up to the popliteal artery in p3. On (B)(6) 2023, the event was considered to be recovered/resolved and the subject was discharged on the same day on the recommendation of three-month intensified antiplatelet therapy with asa 100 mg plus clopidogrel 75 mg, then continuation of monotherapy either with asa 100 mg or clopidogrel 75 mg, additionally for 14 days clexane 0.8 twice daily subcutaneously.

Manufacturer narrative:
A1 - patient identifier: (B)(6) a2 - age at time of event:(B)(6) years e1 - initial reporter facility name: (B)(6).